Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a 2.75 x 20mm promus element plus stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the distal half of the stent (from mid-section to distal end) with struts stretched distally such that the distal end of the stent was distal of the distal markerband. Damage was also noted to the 2 most proximal stent strut rows. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30oct2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.75x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.